Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was running high due to a no delivery alarm. The patient's blood glucose at the time of incident was 457 mg/dl. Troubleshooting did not occur as the customer was on her way to work. No products were returned or replaced.